Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was motor error alarm few times and was not keep a good read on the battery. The customer blood glucose level was unknown. The device will not be returned for analysis.